Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that the capture threshold of the right ventricular (rv) lead had increased. The ventricular output was increased and the patient was stable and will continue to be monitored.